Event description:
It was reported that pen ndl 31ga 8mm 14bag 700cas jp came with a mix of product types. The following information was provided by the initial reporter: this is a report about incorrect packaging of pen needle 31g8mm (320102). According to the customer's report, pen needle 4mm was placed/packed in the polybag of pen needle 31g8mm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-13. H6: investigation summary: one sealed 31g x 8mm pen needle polybag and three photos were returned from lot. No. 0112333, cat. No. 320102. Visual examination of the returned sample and photos was carried out and it was observed that one 32g x 4mm pen needle sample from lot. No. 0106036 was mixed in the polybag from lot. No. 0112333. No issues were observed with the seal of the polybag and no issues were observed with the rogue sample from lot. No. 0106036. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. A review of the manufacturing timeline and area has identified that both lots were assembled at the same time on different lines. The most likely cause of this defect is that a pen needle was left in a tote from line 21 and was then used in the packaging of lot. No. 0112333.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 8mm 14bag 700cas jp came with a mix of product types. The following information was provided by the initial reporter: this is a report about incorrect packaging of pen needle 31g8mm (320102). According to the customer's report, pen needle 4mm was placed/packed in the polybag of pen needle 31g8mm.